Event description:
Event occurred in endoscopy for an egd bravo. Bravo capsule lot #66652f. ID# (B)(6) capsule placement protocol followed. Capsule failed to detach, capsule was removed from esophagus with the placement device as it was still attached to placement device. After this third attempt (3 separate capsules from the same lot), surgeon requested that this box of lot#66652f capsule release devices be removed. Pt code: 4582. Device codes: 2547, 2906. Ref reports: mw5178563, mw5178565.